Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 197 mg/dl at the time of the call. The customer stated that the insulin pump simply did not work. The customer stated that they will consult their mother about having their insulin pump replaced before sending their insulin pump back for analysis. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window and a scratched reservoir tube window.